Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited unspecified over-sensing. Programming changes were suggested but no intervention was reported. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.